Manufacturer narrative:
The complaint of the programmer reporting an error when attempting to run a threshold test was confirmed. The root cause of the issue is that quickopt is recommending an av delay value outside of the programmable range which is subsequently programmed into the device. An enhancement was requested by the software engineering team to improve this performance in the future.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker exhibited an error message when performing the capture test. No intervention was performed. The patient was in stable condition.